Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The patient was diagnosed with double vessel disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) and left circumflex (lcx) arteries. Following pre-dilatation, the physician advanced a 38 x 3.00 promus premier select drug-eluting stent (des) in the lad for treatment. However, due to moderate calcification while inserting the device, the proximal struts of the stent got damaged. The device was removed by simply pulled out. The procedure in the lad was completed with 3.00x16mm and 2.50x12mm promus select des and the lcx was successfully completed with a 3.00x12mm promus premier select des. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The patient was diagnosed with double vessel disease. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) and left circumflex (lcx) arteries. Following pre-dilatation, the physician advanced a 38 x 3.00 promus premier select drug-eluting stent (des) in the lad for treatment. However, due to moderate calcification while inserting the device, the proximal struts of the stent got damaged. The device was removed by simply pulled out. The procedure in the lad was completed with 3.00x16mm and 2.50x12mm promus select des and the lcx was successfully completed with a 3.00x12mm promus premier select des. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted and bunched distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.